Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed by a zoll approved service provider during initial testing. However, the device was returned to zoll medical corporation and was put through extensive testing including full functionalty testing (electrical safety testing, shock testing and on/off current testing) without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Review of the device data logs did show the reported error. However, after running a 30 minute self test, the error was cleared. No accessories were returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.